Event description:
It was reported that when a surgical tech was handing the remb sagittal saw to the surgeon during a case, the device was able to run while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.